Event description:
It was reported that patient presented with an infection and was washed out on (B)(6) 2012. The surgeon doing that case chose not to go into the joint under the surgical washout. A culture was taken at this time from the joint area. Today dr. (B)(6) was notified that the culture grew out (B)(6). Dr. (B)(6) is removing and replacing the two above identified implants and replacing with new ones to be able to perform an adequate washout of the hip joint. No further info is available. Implants not being returned due to hospital policy.

Manufacturer narrative:
The following other hip device was also listed in this report: delta v-40 ceramic, head 36/0, cat# 6570-0-136, lot# 663261. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information is available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.